Event description:
It was reported by the patient that their implantable pulse generator (ipg) is set for 80, but the patient has noted their heart rate to be down to 73 on three occasions. The ipg is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).